Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU) it states: do not use mitraclip outside of the labeled indication. All available information was investigated, and the reported improper or incorrect procedure or method (use of expired product/failure to follow steps) appears to be due to use error as an expired cds was used for mitraclip procedure and the user failed to verify expiration date before using the product. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report use after expiration date. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the clip was successfully deployed. Then post clip deployment, it was observed that the cds was expired by one day. The expiration date was inadvertently not verified prior to procedure. The patient had a good outcome. One clip was implanted, reducing mr to less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.